Event description:
Additional information was received fro the rep and it was reported that the patient mentioned having a lot of turbulence in a recent jeep tour before the replacement procedure. This event is only speculation, not confirmed if excessive movement in cervical region may have caused an issue with the leads. The healthcare provider (hcp) has ordered x-ray to confirm if leads migrated or fractured. The event is not resolved at this time. The rep is needed for x-ray viewing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer's representative (rep) has tried all bipolar pairs and the patient wasn't feeling any stimulation at 25.5ma. The rep reported that in the or yesterday when the lead was connected to the implantable neurostimulator (ins), they were getting inconsistent high impedance reading. Rep stated that they wiped the lead and cleaned with sterile water and 4 contacts were within range, but not consistent. It was stated that in post op, impedance was showing high impedance values. Electrode impedance done today and electrodes 0,2, and 7 are within range. Rep reported that the rest of the electrodes are showing high impedance ranging from 15420 ¿ 19840 ohms. Electrode impedance: reference 0 1: 15710 ohms 2: 3810 ohms 3: 8420 ohms 4: 8180 ohms 5: 15420 ohms 6: 9850 ohms 7: 7780 ohms reference 2 0: 3810 ohms 1: 17720 ohms 3: 12660 ohms 4: 1480 ohms 5: 16530 ohms 6: 12660 ohms 7: 3720 ohms reference 7 0: 7340 ohms 1: 17320 ohms 2: 3630 ohms 3: 13400 ohms 4: 7830 ohms 5: 17820 ohms 6: 13000 ohms. It was stated that the ins has 70% charge. Reprogramming done with electrodes: 0+2- 300pw/40hz. 25.5ma 2+7-300pw/40hz. 25.5ma 2-4+ 300pw/40hz. 25.5ma 0+2-4+ 300pw/40hz. 25.5ma 0+2-4- 300pw/40hz. 25.5ma. Patient continues to feel no stimulation. No falls/trauma was reported. An x-ray was suggested.

Event description:
Additional information was received. It was reported the caller tried to program the patient, however the patient did not feel any stimulation. 0-4 electrodes were in the spinal canal only. It was noted that given the higher impedances and that electrodes are out of the epidural space, the patient not getting stimulation wasn't unusual. It was noted there weren't many options besides revision since reprogramming did not give stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that x-ray did not show fracture in the lead. Revision was discussed and rep can use the wens to connect to current lead and if all the electrodes are out then the lead must be replaced. Also discussed fluid ingress, which would have likely resulted in stimulation sensation at the pocket; however impedance is likely to be masked rather than being so high. Patient does not report pocket sensation. Revision date is unknown at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.